Event description:
An instance of high impedance was detected through a periodic review of the manufacturer's programming history database. No further relevant information has been received to date. No known relevant surgical intervention.

Event description:
It was reported that x-rays of the vns were taken due to the high impedance, but no issue with the lead was identified. The patient's generator and lead were replaced due to the high impedance. The suspect product has not been received to date. No further relevant information has been received to date.